Manufacturer narrative:
D10 concomitant products sc-643 sc-643 caprosyn* 3-0 und 75cm sc2 x36 d4a3964y sc-643 sc-643 caprosyn* 3-0 und 75cm sc2 x36 d4a3964y sc-643 sc-643 caprosyn* 3-0 und 75cm sc2 x36 d4a3964y sc-643 sc-643 caprosyn* 3-0 und 75cm sc2 x36 d4a3964y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pacemaker insertion procedure, with an event in which one of five sutures was found to have the needle detached prior to removing it from the package upon opening. It was further reported that the next four sutures detached from the needle while being used, the break occurred at the connection of the needle and thread, and that the suture line did not hold. The product was replaced.